Manufacturer narrative:
Results: side rail pivot arm corroded.

Event description:
It was reported by service report that the siderails cannot be locked in the up position and the power cord was damaged. No patient involvement or adverse consequences are reported.